Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
The legal dep. Reported that on (B)(6) 2012 a medicated spacer was removed and the prothesis of the hip was re-inserted. She was submitted a long period of cycles of rehabilitative therapy instead the chromium and cobalt blood values was always high. On (B)(6) 2016, she was submitted to surgery for revision of the acetabular prosthetic component. A period of motor re-education followed.